Event description:
It was reported that the customer had high blood glucose levels of over 450 mg/dl. The customer was hospitalized due to diabetes ketoacidosis. The customer reported a motor error alarm from the insulin pump during bolus. The customer also reported a no delivery alarm from the insulin pump. Troubleshooting was done. The customer also reported a lost sensor alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer declined to return the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.